Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies when using the device. Reprogramming attempts were made, however, the issue could not be resolved. It is unknown whether there are plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(6), 2011.